Event description:
After the procedure, there was difficulty experienced withdrawing the opta pro pta dilatation catheter through the catheter sheath introducer (csi); therefore, the physician removed the catheter and csi together. However, while observing the product and images, it was noticed that part of the balloon material separated in the vessel. The material was surgically removed. The physician was performing a contralateral intervention via right access percutaneous transluminal angioplasty (pta).

Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt.